Manufacturer narrative:
Management of pubic symphysis diastasis with locking plates: a report of 11 cases, by hamad, abdulkader; pavlou, george; dwyer, johnathan; and lim, justin. Injury, int. J. Care injured 44 (2013) 947-951. 2013. This report is for an unknown quantity of locking screws, part and lot number unknown. It is not clear if same screw broke and loosened or more than one screw broke and loosened. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
This complaint has been received from a literature article; management of pubic symphysis diastasis with locking plates: a report of 11 cases, by hamad, abdulkader; pavlou, george; dwyer, johnathan; and lim, justin. Injury, int. J. Care injured 44 (2013) 947-951. This was a retrospective analysis of a single centre case series between (B)(6) 2008 and (B)(6) 2011. A total of 11 patients; 2 female and 9 male with a mean age of 42 were included. Out of the 11 cases only 5 cases were noted to have reportable malfunctions. Case 8: a (B)(6) male who was injured due to a fall from height had a 6-hole plate placed and 5 locking screws with no posterior fixation. 10 weeks out from surgery he was noted to have unscrewing of locking screw, a broken screw head, but no loss of reduction. All patients were asymptomatic at last follow-up and none required revision surgery. In conclusion the authors found the use of locking plates across the pubic symphysis to be safe with low complication rates despite early weight bearing. Additional information has been requested. This complaint involves 1 device. This is report 1 of 7 for complaint (B)(4).